Event description:
It was reported to philips that the system got stuck during start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited onsite and identified that the system was unable to progress beyond the x-ray loading screen, rendering all functions and movements inoperative. The fse identified errors within the suite pc and subsequently reloaded the software on the suite pc. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.